Event description:
It was reported the invasive blood pressure (ibp) readings are intermittently unstable. Seeing reading fluctuates between 80, 90 and 30. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The customer reported that re-zeroing and flushing the blood pressure (ibp) line did correct the issue for a short period of time. The customer did not replace the trunk cable but the ibp transducer which did not solve the issue. The remote support engineer (rse) advised the customer to reseat the 315 column into its base and if that does not fix the issue to replace the ibp trunk cable. If all those does not fix the reported problem the issue could be with the ibp connector or internal ibp pcba (printed circuit board assembly). The rse informed the customer further that the parts are no longer available for this monitor due to the fact that the device is end of life and end of support (eol/eos). Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem remains unknown. The rse advised the customer that the device is end of life and parts are no longer supplied and emailed the customer the 3150 eol/eos information and the tds for the mr400 and the portal 5000. The rse as well informed the sales leader for that account. The customer is taking responsibility for the repair of the device due to monitor being end of life and end of support.